Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Manufacturer narrative:
Please note the following correction: the event noted the remote monitor reaches the send phase but does not complete the transmission. The potential for injury or death as a result of the monitor not completing a transmission is not likely. Please note the medwatch report submitted (B)(4) 2011 was inadvertently sent for this non-reportable complaint under the medical device reporting regulations. No further information will be provided. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's remote monitor reaches the send phase but does not complete the transmission. Technical assistance was unable to resolve the issue. The monitor is being returned and will be replaced. No patient complications have been reported as a result of this event.